Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the patient's two infusion set's tubing detached close to site location (cable detached from the adhesive patch), while sleeping. The site location was the patient gluteal muscles and the pump was on the same side. The infusion had been in use for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, they were unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. It was also stated that the patient's mother physically pulled a second set, to find out if issue was in another set of the same box and it happened as well. No further information available.